Event description:
In 2002, the patient underwent gastric bypass procedure with implantation of peri-strips dry. In 2003 discovery of intra-abdominal abscess and tissue necrosis resulting from a gastric leak. Patient condition worsened over the next month with progressive multi-organ failure. Patient expired the following month. Since the initial procedure in 2002, patient underwent eight additional surgeries involving placement of gastrostomy tube and drain, and repeated washouts of intra-abdominal infection.